Event description:
Same case as #2134265-2008-02846 and 04979. It was reported that the patient presented in late 2005 with a one-week history recurrent severe substernal chest discomfort radiating to the left arm. The evening prior patient had experienced a heavy squeezing feeling that persisted for six hours. The patient had taken seven to eight nitroglycerins without relief of symptoms. The patient was started on IV eptifibatide, aspirin, heparin, beta blockers, topical nitrates and calcium channel blockers, but continued to have repeated episodes of chest discomfort and exhibited EKG changes. It was felt that the patient was experiencing acute coronary syndrome, therefore the patient was scheduled for an urgent cardiac cath. Access was obtained through the right radial wrist. Angiography revealed a 90% stenosis of the right coronary artery (rca) at the origin of the posterior descending artery (pda) and a long 80% stenosis of the rca after the pda extending to the first posterolateral branch (plb). The patient was considered for percutaneous coronary intervention (pci) or surgery. Given the relatively small distal vessel, it was felt that options would be made for pci. He physician attempted to direct stent with a taxus express2 2.5x16mm drug eluting stent to the distal rca, but the physician encountered significant difficulties passing the guide wire through the proximal lesion. A 2.0x15mm maverick balloon, inflated three times to 6 atms for 18 seconds and 30 seconds twice, was used to predilate the proximal 90% stenosis. The guide wire was then able to be repositioned from the pda into the plb. The physician attempted again to direct stent the distal lesion with the 2.5x16mm taxus express2 stent, but lost guide wire and guide catheter position due to difficulty tracking the stent into the distal rca. Guide wire placement was reestablished. Difficulties were noted using the taxus express2 stent and standard guide system. Finally, the 2.0x15mm maverick balloon was readvanced and positioned distally and inflated to 8 atms for 30 seconds, then moved proximally and inflated to 6 atms for 30 seconds and finally moved proximally to the 90% stenosis and inflated again to 8 atms for 30 seconds. Angiography showed patency of the vessel without dissection. Next the 2.5x16mm taxus express2 stent was reintroduced and positioned in the distal rca, prior to the origin of the plb. The stent was deployed at 6 atms for 30 seconds and the balloon was reinflated to 9 atms for 30 seconds twice. The balloon was removed and a taxus express2 3.0x20mm drug eluting stent was advanced to the rca at the origin of the pda. This stent was deployed at 9 atms for 30 seconds and then 10 atms for 60 seconds and 9 atms for 30 seconds. Angiography showed wide patency of the rca and the procedure was completed. Postoperatively, the patient was placed on plavix in conjunction with aspirin and the patient was discharged the following day. September 2006, the patient was admitted due to lower gastrointestinal bleeding, underwent a colonoscopy and was noted to have diverticula and hemorrhoids. The patient was withdrawn from clopidogrel therapy. In 2006, the patient presented with abrupt onset of severe substernal chest discomfort and an acute inferior mi secondary to stent thrombosis was suspected. In the ER, the patient was noted to have progressive chest discomfort with st segment elevation and was treated with aspirin, nitrates, morphine, fentanyl and dilaudid but continued to have severe chest discomfort. The patient was transferred to the ccl for an urgent cardiac catheterization. Access was obtained through the right femoral artery (rfa) and an occlusion of the distal rca was discovered. A 6f wiseguide fr4 guide catheter was advanced into the ascending aorta. The right coronary ostium could not be cannulated. A torquing catheter resulted in lack of distal tip control and it became apparent that the catheter was kinked in the ascending aorta. Attempts were made to perform counter clock-wise torque to relieve the kink. A guide wire was placed in the catheter but the kink could not be effectively removed. The patient was having an acute inferior mi and urgent interventions were needed. The right femoral guide catheter was pulled down to the abdominal aorta to avoid proximal thromboemboli. Access was then obtained through the left femoral artery. A 2.0x15mm maverick balloon was advanced and seven repeated angioplasties were performed to the distal rca throughout the stented segment from 30-60 seconds. Flow was reestablished with initial angioplasty. A 2.5x15mm maverick balloon was then exchanged for the previously placed catheter and repeat angioplasty was performed throughout the entire stented segment in an attempt to break up potential thrombus. Four inflations from 30-60 seconds were performed with complete establishment of distal flow, but evidence of residual clot in the rca. With establishment of distal flow, it was recognized that the right femoral arterial guide catheter had been torqued and potentially tied in a knot. Attempts were made to pull the catheter back into the sheath without success. The physician considered sending the patient to surgery. However there was concern about the patient's anticoagulation status from the eptifibatide and heparin. The physician elected to snare the catheter through the left femoral arterial sheath. A #10 snare was placed around the right femoral guide catheter and was pulled back into the femoral sheath. The catheter was cut and extracted through the left femoral sheath. Repeat angiography revealed a widely patent vessel. Four days later, the patient was discharged on plavix and aspirin. Three weeks later, the patient was seen for a routine office visit and was noted to have recurrent runs of non sustained ventricular tachycardia where carotid sinus massage was performed with marked decrease in ventricular ectopy. The patient had noted intermittent episodes of palpitations, vague chest discomfort and was admitted for further evaluation. The patient was scheduled for an electrophysiology study to confirm diagnosis of ventricular tachycardia. Evidence of recurrent spontaneous ventricular tachycardia was confirmed. Amiodarone therapy was initiated and the patient would continue follow up with physician. No further complications were reported.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.